Event description:
A malfunction alarm related to altitude was reported. The customer's blood glucose level did not exceed 500 mg/dl and remained within normal range. Technical support provided tips for preventing future altitude alarms, which the customer understood and acknowledged. The customer successfully resumed insulin use with the original cartridge.